Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the b30 scope communication error and sticky control unit and ultrasonic connector could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound bronchofibervideoscope exhibited b30 scope communication error due to corrosion on plug unit. In addition, the control unit and ultrasonic connector was sticky due to water leakage. There was no patient involvement. Previous event description: outer rubber burst during washing.